Manufacturer narrative:
Patient information was unavailable from the site.) The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: bi71000475, lot/serial #: unknown). Initial reporter not known at the time of reporting. ) foreign country: (B)(6)) no parts have been received by the manufacturer for evaluation. ) the manufacture date was not available at the time of reporting if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to get the image acquisition system (ias) to boot, it got stuck in initializing, then it went to a black screen after a while. The biomed found a bent pin on the umbilical where it connects to the ias. They were able to carefully get it plugged in, to use successfully for the case. There was a 45 min delay in the case. No impact on patient outcome.

Manufacturer narrative:
H2) additional information was added to the event description and initial reporter received. H3) the manufacturer representative went to the site to test the imaging system. Stand alone mode was observed. A site representative observed a bent pin in the breakout box. They straightened the pin and plugged in the umbilical and the system powered up. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the bent pin wasn¿t on the umbilical cord. It was on the image acquisition system (ias) itself. The cable wasn¿t damaged, and how the pin became bent is not known. The manufacturer representative could see that the top pin was slightly bent downwards.